Manufacturer narrative:
Final analysis conformed normal battery depletion.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.